Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm during the prime. The blood glucose reading was not known. Customer stated that the insulin pump was not exposed to a strong magnetic field or MRI. He was assisted in clearing the alarm but was unable to complete the rewind sequence. He stated that he had high blood glucose the day before of 300 mg/dl but declined troubleshooting for the issue. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.